Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg since 2015 and the ipg would not communicate. The ipg is determined to be inoperable. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective stimulation and the issue is resolved.